Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in blood. The analyst also noted: no stylet was returned therefore the condition is unknown. Used a fresh stylet to perform test and it passed.

Event description:
It was reported that the physician felt that the lead was stiffer than usual and the stlyet got stuck in the lead. The lead was replaced. No patient complications have been reported as a result of this event.